Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, suspected to be due to a dislodgement. A fluoroscopy confirmed the lead had dislodged and a revision was performed to reposition the lead. No patient complications have been reported as a result of this event, and the lead remains in use.